Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 09-mar-2021. The most recent information was received on 18-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('cramp-like abdominal pain') in a female patient who had essure (batch no. C49134) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), pruritus ("pruritus"), headache ("headache"), peripheral swelling ("swelling of the hands"), general physical health deterioration ("poor general condition") and fatigue ("general tiredness"). At the time of the report, the abdominal pain, pruritus, headache, peripheral swelling, general physical health deterioration and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, general physical health deterioration, headache, peripheral swelling and pruritus with essure. The reporter commented: need for surgical intervention due to symptoms but pending extraction of device. Batch no c49134 production date 2014-04-05 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 09-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('cramp-like abdominal pain') in a female patient who had essure (batch no. C49134) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), pruritus ("pruritus"), headache ("headache"), peripheral swelling ("swelling of the hands"), general physical health deterioration ("poor general condition") and fatigue ("general tiredness"). At the time of the report, the abdominal pain, pruritus, headache, peripheral swelling, general physical health deterioration and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, general physical health deterioration, headache, peripheral swelling and pruritus with essure. The reporter commented: need for surgical intervention due to symptoms but pending extraction of device. Amendment: the report was amended for the following reason: lot number was added to correct field (nca number is ps/ch/65798 instead). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('cramp-like abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), pruritus ("pruritus"), headache ("headache"), peripheral swelling ("swelling of the hands"), general physical health deterioration ("poor general condition") and fatigue ("general tiredness"). At the time of the report, the abdominal pain, pruritus, headache, peripheral swelling, general physical health deterioration and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, general physical health deterioration, headache, peripheral swelling and pruritus with essure. The reporter commented: need for surgical intervention due to symptoms but pending extraction of device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.